Event description:
Two issues: 1) while repairing patient's torn labrum, the head of a stryker drill broke off inside the patient's shoulder. The surgeon retrieved the broken piece without difficulty. 2) then, while inserting a stryker anchor, the head of the screwdriver broke off inside the patient's shoulder. The surgeon retrieved the broken piece, but with mild difficulty. An x-ray was taken and the surgeon confirmed that no metal pieces were visible on the film. The x-ray was also read by radiologist as negative.the screwdriver had not been reprocessed.